Event description:
It was reported that during an ablation procedure on (B)(6) 2026, the patient's right atrial (ra) lead was inadvertently dislodged by the physician with an ablation catheter, which was confirmed via fluoroscopy. The ra lead failed to capture following the dislodgement. The ra lead was explanted and replaced. The patient was in stable condition.